Manufacturer narrative:
B5: the devices being used for therapy were a revaclear 400 dialyzer and an ak96 machine. D9: the correct therapy date for wro 300h and novaline bl207 was (B)(6)2021.

Manufacturer narrative:
Additional information: b1, h1, h3, h6 and h10. H10: the device was inspected on site by a qualified baxter technician. The reported condition of hemolytic anemia was not confirmed as well as by the event history log review, which showed the arterial pressure was stable during the entire treatment suggesting that there was no kink in the arterial blood line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The hemolytic anemia was more likely associated with underlying medical condition with bacterial infection. Based on additional information received, the ak 98 was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during home dialysis treatment with a revaclear 400 dialyzer, the patient experienced shortness of breath and chest pressure two hours into treatment. The treatment was interrupted without blood return. The patient was admitted to the hospital and was diagnosed with hemolytic anemia. The patient was treated with ciprofloxacin (ciproxin) and remained hospitalized for six days. The patient outcome was not reported. No additional information is available.